Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to an error 57. The problem was intermittent. During an in-house testing, the touch pad was installed into printed circuit assembly (pca) xi system, the touchscreen was frozen during testing. The complaint regarding an error 57 was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting, usms kept locking up intermittently. An investigation was completed to determine the cause of this reported event. A field service engineer was dispatched to the site to investigate the reported problem. The fse found error 75 pointing towards the touch screen on ssc #2. The fse replaced the touch screen and ensured arm rest fully tightened on both sscs to resolve the issue. No other issues found after part replacement. System verified and ready for use. The complaint regarding usms kept locking up intermittently was confirmed, based on the field evaluation. Which indicates that the device did contribute to the customer reported issue. Isi has received the touch screen. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event, due to the following conclusion: the customer converted to another dv system after the start of the procedure; due to usms locking up intermittently. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury, due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted heller myotomy surgical procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse), that the universal surgical manipulators (usm) kept locking up intermittently. The isi csr stated, he was observing the case, and confirmed the surgeon was not removing his head from the viewer. The isi tse viewed, the system logs and there were no usm-related messages in the logs. The surgeon continued with the case robotically. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the usm locking up issue was intermittent. The surgeon moved to the other console to complete the procedure. There was no pattern with the identified usm locking up issue.